Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had been exchanged from a lvad pump to a total artificial heart (tah). The pt had been admitted with signs of hemolysis and right heart failure. A decision was made to exchange the lvad and place a tah.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time.